Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a loss of capture on the left ventricular (lv) lead channel. The patient visited multiple clinics, an electrophysiology (ep) clinic for device-related issues and another for heart failure, with the loss of capture appearing in only one of the electrograms (egm). Technical services (ts) assessed data in latitude nxt and confirmed the loss of capture occurred due to an lv offset, with lv egm deflection appearing after the captured right ventricular egm. Ts recommended further evaluation of the patient at the ep clinic and noted that the patient's heart failure symptoms had increased. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Additional information added to b5, corrections made to reflect a serious injury report in b1 & b2.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a loss of capture on the left ventricular (lv) lead channel. The patient visited multiple clinics, an electrophysiology (ep) clinic for device-related issues and another for heart failure, with the loss of capture appearing in only one of the electrograms (egm). Technical services (ts) assessed data in latitude nxt and confirmed the loss of capture occurred due to an lv offset, with lv egm deflection appearing after the captured right ventricular egm. Ts recommended further evaluation of the patient at the ep clinic and noted that the patient's heart failure symptoms had increased. No adverse patient effects were reported. This lv lead remains in service. Additional information was received from the field that the loss of capture was confirmed on the presenting electrogram and the physician is aware. A follow-up was scheduled and the field representative will be present to help troubleshoot the lv lead. No adverse patient effects were reported. This lv lead remains in service.